Event description:
The customer reported to corporate product surveillance of an interlink injection site in which the rubber stopper has torn away from the side of the stopper and one of our neonates bled back from the double lumen of his umbilical catheter. The facility has not had a problem before or since this. The problem was caught almost immediately and no injury was reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.